Manufacturer narrative:
Per the tandem user guide: "do not expose your pump to: x-ray, computed tomography (CT) scan, positron emission tomography (pet) scan, other exposure to radiation." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned

Event description:
It was reported that a malfunction alarm occurred after the pump was exposed to diagnostic imaging. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose.